Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 25 (this alarm is generated when a power system error (backup battery fails) is detected, and this error does not prevent the pump from running). The customer received pump error 23 (post-reset ram crc alarm). The customer received pump error 49 (history pointers failed. The history pointers are corrupted). The customer received pump error 68 (trace pointers are invalid). The customer inserted a battery, and the medtronic logo appears, and then the screen goes blank. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was recently stored, without a battery, for more than 8hours, or an error occurred immediately after battery change. Troubleshooting was performed for the power error detected, and the customer was able to clear the alarm and complete a rewind, but troubleshooting did not resolve the issue. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and complete a rewind if requested. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump error 75 occurred during self-test. Pump error 23, pump error 25, pump error 49, and pump error 68 noted during test. Unit was successfully downloaded to thump. Verified the pump alarmed pump error 23, pump error 25, pump error 49, and pump error 68 after battery removal on 06/25/2025 04:42:03 in pump downloaded history. Battery cycle 58.0 received the low battery alert (104) on 06/22/2025 02:56:00 after more than 7 days at 26.65 days. Battery cycle 57.0 received the low battery alert (104) on 05/26/2025 01:07:01 after more than 7 days at 28.41 days. Battery cycle 56.0 received the low battery alert (104) on 04/27/2025 05:34:00 after more than 7 days at 22.5 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, battery tube threads cracked, stained keypad overlay, cracked case corner of belt clip rails near battery tube, cracked case (battery tube). Blank display and flashing mdt logo alarm was not noted. However, confirmed pump error 23, pump error 25, pump error 49, and pump error 68 due to corroded battery tube, corroded pcb1 board, pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.